Event description:
During the procedure the tip of the device broke off in the patient's shoulder. Tip was removed using grasper. Nothing left in patient. Changed to same like product. Delay 5 mins. No ae to patient.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The complaint device was received and forwarded to the supplier for evaluation. Visual inspection confirms the active tip is broken and the ceramic on the distal tip showed signs of activation. The tip appears to have eroded during use. The active suction tube has eroded during use and that there is a section of the active suction tube missing which has not been returned for evaluation. It is the belief of the technical authority that the missing section has eroded away and would not have been deposited into the patient joint space. The missing arched section is the feature of the active suction tube that retains the active tip component. No electrical or functional tests were conducted due to the condition of the electrode. It can be confirmed that the active tip has detached from the device. The reason for this occurring is unknown from the evidence presented. This failure is being investigated under a supplier CAPA. Root cause: the current design heavily relies on the epotek within the distal assembly to withstand mechanical stresses during aggressive tissue test and to protect the stainless steel from chemical erosion. During use of an electrode the weld joint between active tip and active suction tube weakens due to mechanical fatigue, chemical erosion and a combination of both (stress corrosion pitting). The weld bridge receives mechanical stresses above yield. Corrective actions involving design changes are being investigated currently. Further, a review into the depuy synthes (B)(4) complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During the procedure the tip of the device broke off in the patient's shoulder. Tip was removed using grasper. Nothing left in patient. Changed to same like product. Delay 5 mins. No ae to patient.

Manufacturer narrative:
The complaint device was received and forwarded to the supplier for evaluation. Visual inspection confirms the active tip is broken and the ceramic on the distal tip showed signs of activation. The tip appears to have eroded during use. The active suction tube has eroded during use and that there is a section of the active suction tube missing which has not been returned for evaluation. It is the belief of the technical authority that the missing section has eroded away and would not have been deposited into the patient joint space. The missing arched section is the feature of the active suction tube that retains the active tip component. No electrical or functional tests were conducted due to the condition of the electrode. It can be confirmed that the active tip has detached from the device. The reason for this occurring is unknown from the evidence presented. This failure is being investigated under a supplier CAPA. Root cause: the current design heavily relies on the epotek within the distal assembly to withstand mechanical stresses during aggressive tissue test and to protect the stainless steel from chemical erosion. During use of an electrode the weld joint between active tip and active suction tube weakens due to mechanical fatigue, chemical erosion and a combination of both (stress corrosion pitting). The weld bridge receives mechanical stresses above yield. Corrective actions involving design changes are being investigated currently. A batch review was not conducted as the batch number is unknown. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During the procedure the tip of the device broke off in the patient's shoulder. Tip was removed using grasper. Nothing left in patient. Changed to same like product. Delay 5 mins. No ae to patient.